Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported sensor error alarm and problems with lost sensor. Customer's blood glucose was 201 mg/dl. Troubleshooting did not find any relevant alarms. Customer also did not want to remove the sensor because it was their only sensor. Customer also stated that the insulin pump was not communicating with the transmitter. Further troubleshooting found that the sensor was not fully inserted or had pulled out due to tightly taping the sensor. Customer is advised to replace sensor and retain the damaged one. No additional information is provided.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings. No broken or missing anomalies were observed during analysis.